Event description:
It was reported that the bpd continuously runs without stopping. Found during weekly audit. There was no patient involvement.

Manufacturer narrative:
Product complaint #(B)(4).this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.additional narrative:h3, h6: investigation summary service and repair evaluation:the customer reported that 05.000.008 bpd continuously runs without stopping. The repair technician reported that debris was present on protector/shield, motor and other part of the component. Rust was visible on motor and other part of the component. Also, motor was running insufficient/low power. The cause of the issue is user error. The item will be repaired, put through final inspection, and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived. The evaluation was confirmed.the device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed.device history lotpart: 05.000.008synthes lot: 008667supplier lot: 008667release to warehouse date: 27 june 2024supplier: triangle manufacturing.no nonconformance reports (ncrs) were generated during production.review of the device history record(s) showed that there were no issuesduring the manufacture of this product, and any sub-components, which would contribute to this complaint condition.